Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were spitting and scissoring clips. This occurred after the first firing of the device. A few clips went into the patient but were retrieved. The device was used to complete the procedure with no patient consequence. The device was discarded.